Manufacturer narrative:
The investigation determined that two higher than expected qc results were obtained from a non-vitros quality control fluid when using vitros k+ and vitros na+ reagent lots in combination with a vitros 4600 chemistry system. The most likely assignable cause for the higher than expected results is the use of a sub-optimal calibration event due to calibrator fluids not being reconstituted correctly. Following recalibration using new calibrator fluids, an optimal calibration curve was obtained and there were no additional higher than expected results observed. There is no evidence that would indicate the vitros k+ or na+ slides malfunctioned.

Event description:
A customer obtained a higher than expected vitros k+ result and a higher than expected vitros na+ result from a non-vitros quality control sample using vitros chemistry products k+ and na+ reagent lots in combination with a vitros 4600 chemistry system. Biorad control l1 vitros k+ result 180 mmol/l versus expected result 113.5 mmol/l. Biorad control l1 vitros na+ result 6.49 mmol/l versus expected result 2.75 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer stated there were no patient samples reported from the laboratory over the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).